Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during inspection of the incoming goods by the customer, one cap was reported to be unsterile in the analysis.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Thirty (30) samples were provided for evaluation. The samples were visually evaluated in accordance with the applicable specification, and no visual defects were observed on any of the samples. Additionally, no signs of contamination were found on the returned caps or blisters. Based on the investigation finding, the samples met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. It is important to note that if any error had occurred during the processing of this sterilization load, the entire load would have been impacted. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.